Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The driven ground failure prevented the monitor from passing the detect and treat test. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt's monitor was returned for an unrelated issue. Upon service investigation the monitor failed the detect and treat test. Pt was provided with a replacement monitor.